Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the cartridge has not been returned; retained samples from the reported cartridge lot were pulled and evaluated by product analysis with the following findings: a visual inspection of cartridges in the lot was performed. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed and one of the cartridges in the sample failed with low force. A dimensional interaction of the o-ring was found; the inside diameter was found to be out of specification.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.